Event description:
It was reported that during a da vinci-assisted inguinal hernia surgical procedure, arm2 was giving experiencing non intuitive motion. Prior to calling in, customer had power cycled the system 2 times, but the issue still persisted. Customer reseated the instrument, but the issue remained. Surgeon ended up moving the instrument out of arm2 and putting it into another arm and finishing the case. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting unintuitive motion, an investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. Field service engineer (fse) called the clinical sales manager (csm) and confirmed the issue has not returned in any of the following cases. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. The probable root cause is attributed to user error. Technical support engineer (tse) educated the site on solutions if this issue reoccurred. Fse followed up and confirmed the issue has not occurred since the education. Verification of the event details via system logs cannot be performed at this time because there is insufficient product information. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was alleged that arm2 moved with unintuitive motion (e.g. The instrument unexpectedly jerked/jumped/swung/bowed, moved in an unexpected/unintended/unknown way). Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.